Event description:
An attempt was made to use the device on a person diagnosed in cardiac arrest. The pt's collapse was witnessed. The pt was described as initially unresponsive and breathing. Reportedly, the device intermittently and repeatedly displayed a connect electrodes alarm after the electrodes had been attached to the pt. The pt was described as having excessive chest hair. The electrodes were removed, the pt's chest was shaved and the electrodes were reapplied. The device allegedly continued to display a connect electrodes alarm and use of the device was inhibited. After approximately 7 minutes the fire department arrived with another AED which was used and shocks were administered to the pt. An ambulance crew subsequently arrived and used a manual defibrillator to continue treatment of the pt. The pt was not resuscitated.